Manufacturer narrative:
G4:30nov2020. B4:25feb2021. H11:g5:k102985. H10:the field service engineer (fse) replaced the front bezel. Performed the following required verification procedures and returned unit to service. A similar investigation was performed and it was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 14dec2020.

Event description:
The customer reported that the nav-ring is unresponsive. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.